Event description:
On (B)(6) 2023, rayner received notification from its distributor in russia of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the healthcare professional observed a defect on the lens optic immediately following implantation necessitating lens removal and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the healthcare professional observed a defect in the optic. The lens was explanted and exchanged during the original surgery session without incident and without injury to the patient. The device was discarded by the healthcare facility following lens explantation. The additional information received identifies that the healthcare professional experienced resistance during the entire injection process. This is not typical, after the initial slight anticipated resistance at the very beginning of the injection, injection should be smooth and controlled and free of resistance. The verbatim report of resistance during the entire injection process suggests that the lens had become trapped. The "use of rayone" section of the rayone IFU "fig 7" states ""if excessive resistance is felt this could indicate a blockage; stop and discard the lens". Continuation of injection in this case is a deviation from the IFU. Our review of production records for the rayone spheric rao100c batch 092199485 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type (september 2022), have been received against the rayone spheric rao100c batch 092199485.